Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved. Customer currently did not have any diabetic symptoms. Customer had been discharged from the hospital on (B)(6) 2022. The diagnosis had been hyperglycemia and his hemoglobin had been low. Customer had to receive a blood transfusion. Customer had been treated with fluids. Customer's blood glucose test result when he had been discharged had been in the 200's. Note 2: manufacturer contacted customer in a follow-up call on 17-jan-2022 to ensure the replacement products resolved the initial concern able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for dead meter. Daughter is calling on behalf of the customer. Daughter stated that the battery in the meter had been replaced. Daughter stated that customer is currently at the hospital. Customer had been feeling ill and weak and had been taken to the ER. Customer had been unable to obtain a blood glucose test result using the true metrix air meter. Customer's blood glucose test result upon arrival at the hospital had been 499mg/dl. Customer is currently being treated for high blood sugar at the hospital.

Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved. Customer currently did not have any diabetic symptoms. Customer had been discharged from the hospital on (B)(6) 2022. The diagnosis had been hyperglycemia and his hemoglobin had been low. Customer had to receive a blood transfusion. Customer had been treated with fluids. Customer's blood glucose test result when he had been discharged had been in the 200's. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for dead meter. Daughter is calling on behalf of the customer. Daughter stated that the battery in the meter had been replaced. Daughter stated that customer is currently at the hospital. Customer had been feeling ill and weak and had been taken to the ER. Customer had been unable to obtain a blood glucose test result using the true metrix air meter. Customer's blood glucose test result upon arrival at the hospital had been 499mg/dl. Customer is currently being treated for high blood sugar at the hospital.

Manufacturer narrative:
Sections with additional information as of 11-april-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-090: dead meter- does not come on with test strip inserted or after pushing ¿s/.¿ button or with battery change.